Event description:
It was reported that, during a procedure, the fiber broke and cause a small scratch on doctor's hand. No further information was provided.

Event description:
It was reported that, during a holium laser enucleation of the prostate (holep) procedure, the fiber broke and bounced back scratching the physicians hand. It was further reported that the physician experienced an unspecified injury; it was unknown if medical intervention was administered.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned product identified that the fiber was received in two pieces and showing a fiber break, confirming the reported events. Additionally, it was noted that there were burn marks in the fiber connector. The fiber fracture can occur during procedural handling of the fiber during setup or use. A partial body break or kink could have occurred during use and when it was connected and fired for some time caused the fiber to break and overheating the connector. In addition, a review of the device instructions for use (IFU) was completed, the IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the device; return it to the supplier for replacement. Based on analysis and the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that, during a procedure, the fiber broke and cause a small scratch on doctor's hand. The procedure was completed with another device. No patient complications were reported.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned product identified that the fiber was received in two pieces and showing a fiber break, confirming the reported events. Additionally, it was noted that there were burn marks in the fiber connector. The fiber fracture can occur during procedural handling of the fiber during setup or use. A partial body break or kink could have occurred during use and when it was connected and fired for some time caused the fiber to break and overheating the connector. In addition, a review of the device instructions for use (IFU) was completed, the IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the device; return it to the supplier for replacement. Based on analysis and the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that, during a holium laser enucleation of the prostate (holep) procedure, the fiber broke and bounced back scratching the physician's hand. It was further reported that the physician experienced an unspecified injury; it was unknown if medical intervention was administered.